Event description:
It was reported that the device was showing force sensor test error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. No physical damage was observed. Force sensor test error was found in pump event history log. Reported problem was unable to be duplicated during occlusion test. The root cause of the reported issue was unable to determined. Actions were taken to mitigate the reported issue: replaced plunger cable for preventive.